Event description:
It was reported physician had indicated impedances showed >4,000 ohms. The pt had increased tremors and seizure. It was noted a possible problem with the implantable neuro stimulator (ins) was reviewed / suspected / alleged. Troubleshooting was limited due to lack of access to product and / or pt. It was later reported, pt tremor was not controlled. Company rep stated that pt's physician had the telemetry strips or/and event logs related to this event. Also tests performed, troubleshooting or reprogramming done, intervention required, and pt status was unk. Company rep noted that as far as he knows device/system had not been replaced. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).